Event description:
Additional information from a manufacturer representative. It was reported that the cause of the empty pump was that the patient missed a refill appointment. To resolve the pump going empty, the pump was refilled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 158 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the patient¿s father indicated that a year prior the pump had gone empty and alarmed. It was noted that the patient had not experienced any withdrawal symptoms. It was indicated that at the time of the report the issue was resolved and the patient status was ¿alive; no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.